Manufacturer narrative:
(B)(4). G2: foreign - france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a knee surgery, the surgeon was using the screwdriver with its tip to unscrew the hinge screw from the prosthesis in a counter-clockwise direction. After three-fourths of a turn, the screwdriver jammed and broke off into the hinge screw. It was then not possible to remove the prosthesis without removing the hinge. This resulted in the use of a large number of complimentary boxes leading to a risk of lack of material for the other patients for the day. It also increased operating time by 2 hours. A drill bit was used to remove the hinge. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right knee revision, the screwdriver broke while trying to remove the hinge pin, resulting in an additional 2 hours to the procedure. No further complications were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: proposed component (annex g) code is mechanical (g04) - drill. Visual examination of the returned product identified signs of repeated use with scratches and a fractured tip. Additional analysis of the product identified river line artifacts suggesting a bending overload mode of fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the screwdriver broke intraoperatively and that the axle was attempted to be removed after breakage. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.